Event description:
Follow up #1

Manufacturer narrative:
Richard wolf medical instruments corporation (rwmic) is the importer of device, not the manufacturer (initial report) . Device not returned for evaluation/investigation. Facility suspects foreign object that fell off scope is a piece of epoxy due to the shape of object matching the missing epoxy on the device. MFR date - 07oct2014 date sold - 06sep2015 service dates - 15mar2016 & 05jan2017 facility was contacted several times, via email and phone, in an effort gather additional/missing information as well as request the return of device. No response as of 03jan2018. Rwmic considers this matter closed. However, in the event rwmic receives any additional information a follow up report will be submitted to FDA.

Manufacturer narrative:
Device has not been returned as of 02/07/2017. An RMA number was issued to the customer and the investigation will follow. A follow-up report will be submitted once the investigation is complete.

Event description:
A piece of the scope fell off and into the patient during a procedure. Rwmic contact the facility, a summary of the event is as follows: the scope came down from the procedure tagged by the surgeon, dr. (B)(6), noting that a piece fell off from the scope during the procedure and was retrieved from the patient with use of a rigid scope. No patient injury. Some delay in the procedure in order to retrieve the scope piece.